Event description:
During remote follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. The rv lead was explanted to resolve the event and the patient was in stable condition. Additional information was requested but has not yet been received.

Manufacturer narrative:
The reported event of oversensing due to noise was not confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections did not find any anomalies except for procedural damage.

Event description:
Additional information was received indicating that the right ventricular lead was replaced to resolve the event.